Manufacturer narrative:
Device evaluation anticipated but not yet begun. A supplemental report will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. They reported the cause of the taking long to connect was not determined. The steps taken were the patient was sent a replacement recharger an that did not work either. Something must be wrong with the micro. The issue was confirmed resolved after the battery was explanted and replaced on (B)(6) 2024. The new battery is working as it should. The cause of difficultly maintaining connection to recharge was not determined and the rep believed it was an issue with the batter itself. The patient is able to successfully recharge their new implant. Implant depth was noted to be within range. No more than an inch deep and lateral to the sacrum, inferior to the iliac crest.

Manufacturer narrative:
Product analysis 97810: the implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID tm90p01 lot# serial# (B)(6) product type accessory product ID wr9220 lot# serial# (B)(6); product type recharger product ID fp9000m lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.***

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  since implant their device was causing pain at their implant site and they could feel it through their skin. Patient stated that their whole implant site was sore and they frequently had to undergo treatments with heat. Documented reported event. No further action was taken by patient services. The patient reported they could not connect to their ins. Patient reported that they attempted to go to the my therapy application. Patient reported that they press "find device" but they would get "no device found." Patient reported that sometimes their handset would say "communicating with device" but then go back to "no device found." Troubleshooting was unable to be performed as patient reported multiple issues on the call. Patient reported that over the last two sessions it has taken them 40 minutes to locate their ins. Patient reported that when the recharger does connect to the ins, it remains connected for 2 minutes and then disconnects. Patient reported that it took an hour to connect today. Patient attributed the issue to their recharger belt not holding the recharger close enough to their body. Patient reported that their recharger belt pocket has loosened and sometimes the recharger falls out. Agent guided patient through performing a hard reset on their recharger. Patient attempted to connect to their ins with their recharger placed directly against their skin. Patient reported that the writing on the back of the recharger irritated their skin and was uncomfortable without the belt. Patient connected to their ins with an open loop screen. Patient attempted to connect to their ins, patient established a connection of 12. Agent reviewed open loop connection and possible causes with patient. Agent redirected the patient to their hcp for further device troubleshooting. Patient was extremely difficult to manage. Agent emailed repair to replace recharger belt.